Event description:
This x-ray system's amplifier during the examination switched to english and was no longer operational. The message, "wrong station connected" was displayed indicating that the system settings had been lost. The patient database was corrupted which caused the application to switch to the safe mode. This mode prevented the amplifier from being used by the system.

Manufacturer narrative:
(Method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.